Manufacturer narrative:
The device history records could not be reviewed as the lot number is unk. One femoral delivery system with the filter partially deployed out of the distal end of the storage tube with a specimen cup taped over the filter was received for evaluation. There was no introducer sheath or dilator returned with the delivery system. Under magnification it appeared that one of the hooks had come out of the spline slot and was resting on another hook. A dissection of the distal end of the storage tube was performed to get a better visual of the misplaced hooks. Also, it was noted that the ID of the storage tube at the distal male luer was intact and did not have any defects. Once the wires of the filter were re-aligned into the spline, the filter was easily deployed. The filter was cleaned and heat was applied to the filter and the filter took shape. All arms, legs and hooks were present and intact. The filter, storage tube, and pusher wire were measured and all measurements taken were within specifications. The result of the investigation was confirmed for failure to deploy, root cause ink. It is unk if procedural issues contributed to the event. The current IFU states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported that during a right femoral approach to implant a vena cava filter, the filter became stuck between the sheath and the hub. The doctor was unable to advance it into the sheath, so it was removed. No injury to the pt reported.